Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller did not know the blood glucose reading. No significant events leading to the motor error alarm were noted. The customer also received an expected alarm indicating that the device had experienced a restart, which was cleared. During troubleshooting, the customer was assisted with using a pen to rewind and prime the insulin pump, since his reservoir was empty and he had not been wearing the insulin pump. He pushed a little too hard on the piston to prime it, triggering a no delivery alarm. He cleared the alarm and was able to successfully prime the insulin pump. Advised replacement of the insulin pump due to the motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump passed the reset error test with no alarm. No damage was noted to interface board. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.